Event description:
During angioplasty in a pt with chronic total occlusion of the left superficial femoral artery, the minnie catheter was used. The micro catheter apparently got caught on significant calcification. The catheter became entrapped and sheared off at the aortic bifurcation where there was heavy calcification noted.